Event description:
Rn took prefilled injection (invega sustena)from box, secured a needle from the packaging that the injection came with, went in to patient's room to give the injection. Rn was about to give injection and was checking the plunger and syringe to make sure no air was present. Rn was about to give the injection in the deltoid and noticed a white liquid (injection liquid) on her glove. Patient was lying down with arm out (position for giving shot). Injection syringe was apparently defective - was found to have a hole/leak in it. Fluid from inside the injection expelled from the needle/syringe, onto the patient's clothing and skin. No medication was injected into the patient's deltoid. Rn immediately wiped up with soap and water. Patient denies any side effects from this event.